Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). A non-bsc stent was advanced and deployed in the sfa. To post dilate the stent, a 5.0x60-135 sterling balloon catheter was advanced; the balloon was inflated one time to 6 atms when it ruptured. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.